Event description:
It was reported that the user experienced hypoglycemia while using the ilet system, with a measured blood glucose of 47 mg/dl that improved to 98 mg/dl after treatment with oral glucose and candy; the user also verified that the ilet mobile app was on the latest firmware and no device malfunction was identified during the call. Symptoms included low blood glucose. Outcomes included transient low glucose that resolved with self-treatment and did not require medical intervention or hospitalization. Investigation included customer interview and device/app verification. Investigation of this case revealed no reproducible device issue and normal function based on available checks. It was concluded that the event was consistent with hypoglycemia of unclear cause, with no evidence of device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.